Manufacturer narrative:
(B)(4). Method: two complaint rt265 infant evaqua2 breathing circuits (inspiratory limb, expiratory limb and swivel wye) were returned to fisher & paykel healthcare in (B)(4) and were visually inspected and pressure tested. Results: visual inspection revealed that the patient end connector collar was cracked on the expiratory limb of device 1. Several green and purple/blue stains were also observed on the evaqua2 tubing near the patient end connector. On device 2, multiple cracks were observed on the patient end connector collar of the expiratory limb. No visible damage was observed to the evaqua2 tubing. The pressure test for device 1 and device 2 revealed that the expiratory limb was within specification and did not exhibit excessive leak. A lot check was not performed as lot information was not provided. Conclusion: based on the nature of the observed cracking and previous investigations into this type of failure, the cracking is most likely due to the connectors coming into contact with a cleaning chemical, resulting in environmental stress cracking. All rt265 infant dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The hospital reported that the damage occurred after a period of use, which suggests that the complaint circuit became damaged after the product was released for distribution. Our user instructions that accompany the rt265 state the following: check all connections are tight before use. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms. The user instructions also state the following: do not soak, wash, sterilize or reuse this product. Avoid contact with chemicals, cleaning agents or hand sanitizers.

Event description:
A hospital in (B)(6) reported two incidents in which the collar of the expiratory limb of an rt265 infant dual-heated evaqua2 breathing circuit was found cracked during patient use. No patient consequence was reported.

Manufacturer narrative:
(B)(4) we are currently in the process of obtaining the two complaint rt265 infant dual heated evaqua2 breathing circuits from the hospital. We will provide a follow-up report once we have completed our investigation.

Event description:
A hospital in (B)(6) reported two incidents in which the collar of the expiratory limb of an rt265 infant dual-heated evaqua2 breathing circuit was found cracked during patient use. No patient consequence was reported.